Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorted lead during the induction testing phase of the implant procedure. The physician elected to remove the device, and attached a second device to the chronic lead. Induction was performed a second time, and an audible popping sound was heard from the second crt-d. The physician elected to remove this device, and capped/abandoned the lead. A guidant defibrillation lead was implanted, and a similar crt-d was implanted without reported complication.